Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100064 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). Customer stated that they performed test and received a false positive. I have reached out to customer by email and asked if they would like to receive replacement kit. I will forward you their mailing address if they accept.